Event description:
Healthcare professional reports a pt reaction noted with first use of a psn 140 dialyzer. The pt has been on dialysis for 15 years and has previously been using reused CT, ca and f8 dialyzers without difficulty. The pt did have a similar reaction to a cuperfane dialyzer that was used on the pt's first dialysis treatment 15 years ago. At the time of the current incident the pt had been hospitalized for 6 weeks for a hip replacement. The pt was receiving dialysis in the hospital using a f8 dialyzer (non reuse) and was switched to the psn dialyzer for first time. The pt became diaphoretic, dizzy and blood pressure noted to decrease to 78/p. The treatment was immediately stopped at this time. The pt's blood in the arterial line was rinsed back to pt and estimated blood loss was 150cc. The pt was treated with 600cc normal saline, 250 mg solucortef and 50 mg benadryl and placed on 2 liters of oxygen per nasal cannula. Dialysis was resumed using a f8 dialyzer. The pt received 1 unit of blood and 1200cc normal saline during treatment. The pt tolerated the treatment without incident. The pt was fully recovered at the end of the dialysis session.